Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire is broken. The wire stuck to introducer needle and partially came out; it was protruding out of the sensor. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component was defective and may have lead to a physical injury.